Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the filter on a 4mm angioguard embolic capture guidewire (ecgw) system was unable to be retrieved, and a new filter had to be opened. There were no reported injuries to the patient. The device will be returned for evaluation.

Event description:
As reported, the filter on a 4mm angioguard embolic capture guidewire (ecgw) system was unable to be retrieved, and a new filter had to be opened. There were no reported injuries to the patient. Additional information was requested but was not provided. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the filter on a 4mm angioguard embolic capture guidewire (ecgw) system was unable to be retrieved, and a new filter had to be opened. There were no reported injuries to the patient. Additional information was requested but was not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 35272413 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis and based on the limited images provided, the reported customer complaint ¿capture system capture difficulty unable to¿ could not be evaluated. Without the return of the device the exact cause of the reported event could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿prior to the interventional procedure, all equipment and packaging, including the angioguard rx emboli capture guidewire system, should be inspected and examined carefully for defects. Check guidewire, filter basket, deployment sheath, capture sheath, and capture sheath rx port region (approximately 30 cm from the distal tip) for bends, kinks, or other damage. Do not use defective equipment. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no preventative or corrective actions will be taken at this time.